Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot.

Event description:
It was reported that when the ampoule was cut off, the glass pieces of the ampoule were mixed. Although the doctor could remove visible pieces, fine fragments could not be removed and used as is.

Event description:
It was reported that when the ampoule was cut off, the glass pieces of the ampoule were mixed. Although the doctor could remove visible pieces, fine fragments could not be removed and used as is.

Manufacturer narrative:
An event regarding foreign matter involving simplex cement mix was reported. The event was confirmed. Conclusion: the investigation concluded that the surgeon opened the ampoule over the container containing the simplex power resulting in a glass fragment falling into the container of simplex powder. It is noted in the IFU that the glass ampoule should not be opened over the glass "do not open the ampoule over the mixing container. Pieces of glass may fall into the container and get intermixed with the bone cement." No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.